Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to deliver a correction bolus due to having insulin on board (iob). Reportedly, the customer alleges there is no iob when issue occurs. Review of the pump data logs by tandem technical support show that when a correction was requested, an amount of insulin was recommended when there was no iob. Customer maintained belief that pump displays iob when there is not any. Customer's blood glucose (bg) ranged between 200-400 mg/dl.